Manufacturer narrative:
Event date: exact date unknown, event occurred few weeks ago from the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2317700; model: sc-2317-70; serial: (B)(4); batch: 7078298.

Event description:
It was reported that the patient was experiencing inadequate and loss of stimulation in the foot. The patient underwent a revision procedure wherein the leads were moved lower for more foot coverage. The patient was doing well postoperatively, and nothing was explanted during the procedure.